Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device history review: review of device history records found the devices in the reported lot were accepted into final stock with no reported discrepancies. Complaint history review: the complaint databases show there have been other events for the reported lot. Similar events have occurred for the catalog number and product family. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain and corrosion is considered to be under the scope of this recall. No further investigation is required.

Event description:
As reported by rep: "left tha. Patient complaint of pain. Associated with elevated co (8.8) and cr (2.1) levels. MRI findings demonstrate pseudo tumor formation about the hip. Explant of neck demonstrated corrosion and blackening about the neck/ stem junction." An abg ii stem and neck, biolox 36 + 2.5 head were revised to a restoration modular stem construct with a 36 +5 ceramic head and dall-miles cables. Rep provided x-rays and revision usage sheet and confirmed that no further information will be released by the hospital or surgeon.